Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements from 2019 show one channel with hi status due to undetermined reasons. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user complains about a strange noise coming from the audio processor in the last two weeks. She felt a strange sound and after this the sound was completely distorted, so she turned off the audio processor and turned it back on, however, the annoying noise and distorted sound persisted. Re-implantation is considered but has not been scheduled yet.

Event description:
The user complains about a strange noise coming from the audio processor in the last two weeks. She felt a strange sound and after this the sound was completely distorted, so she turned off the audio processor and turned it back on, however, the annoying noise and distorted sound persisted. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The active electrode showed some additional damage to the electrode wires, as being caused by minute device mobility. In addition, two channels were extra-cochlear at explantation surgery due to a post-operative migration of the electrode. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complains about a strange noise coming from the audio processor in the last two weeks. She felt a strange sound refers to it textually "sound as if something was being accommodated or uncovering something" and after this the sound was completely distorted, so she turned off the audio processor and turned it back on, however, the annoying noise and distorted sound persisted. Further medical intervention is considered.